Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/13/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon pds-ii sutures were related to any adverse events in this series of patients described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? Are there devices to be returned for analysis? Is the lot number available for any of the devices used? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent elective laparotomy through a midline vertical incision for gastric or colon cancer surgery between (B)(6) 2008 and (B)(6) 2010 and suture was used. It was reported that the patient experienced a hernia within 12 months with revision procedure on unknown date. Additional information has been requested.